Event description:
Additional information was received for this case. The physician stated that the endoleak is resolved and patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently the aneurysm measures 6cm in diameter. It was reported that a follow up CT scan observed migration. As the aneurysm continued to dilate, the physician decided to perform a secondary intervention. The patient was converted to an aui and a four vessel fenestrated repair. The physician implanted a valiant stent graft followed with an endurant ii aui however; an unknown endoleak was identified. The physician attributed the unknown endoleak to the endurant aui inside the valiant not getting appropriate seal. Another manufacturer's cuff was implanted however, the endoleak still persisted. The physician stated that it was not as large as before and will follow up after heparin effect wears off. No additional clinical sequelae were reported and the patient is being monitored.